Event description:
It was reported that during a cardiac ablation procedure using the catheter pscc100 pulseselect, after achieving left pulmonary veins isolation, the catheter lost its desired horseshoe shape upon entry into the right superior pulmonary vein. The catheter array was found to be inverted and coiled around itself, and resistance was encountered when attempting to withdraw the catheter into the sheath. Upon removal, visual inspection confirmed the coiling of the catheter and a slight kink in the guide wire. The operator was able to untie the knot, but the catheter did not regain its intended shape, leading to replacement of both the catheter and the guide wire. The new catheter was confirmed to have the correct conformation, and pulsed field ablation was successfully applied in the right pulmonary veins, achieving isolation and completing the procedure without safety issues. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: product ID: 990045 product type: guidewire medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product event summary: the pscc100 loop catheter with lot number 0012665978 was returned and analyzed. No anomalies were identified during external visual inspection of the shaft and handle segments. During external visual inspection of the array segment, an inverted array was observed, the proximal end of nitinol array wire was observed to be dislodged from dual lumen. And the guidewire lumen was observed to be kinked at the tip and at 0.27 in from the distal tip. Performance functional testing with the generator could not be performed due to the condition of the returned catheter. Deflection testing (rotating steering knob clockwise and counter-clockwise) was performed, the distal catheter tip responded with approximately 170° rotation in both directions. No anomalies were observed. The slide control function operated as expected without any issues. Upon full advancement of the slide control to extend the guidewire lumen, no kinks and other anomalies were observed along the extended portion. Electrical continuity test revealed an open loop on the electrode #1 wire. During microscope and x-ray inspection of the array segment, an electrode wire to electrode #1 detachment was observed. In conclusion, the reported inverted array was confirmed through analysis. The loop catheter failed the returned product inspection due to the inverted spiral array, the proximal end of nitinol array wire was dislodged from the dual lumen, the electrode wire to electrode detachment, and kinked guidewire lumen in the spiral array. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.